Manufacturer narrative:
The customer reported a complaint that "the autopulse platform displayed user advisory (ua) 12 (lifeband not present) error message" was confirmed based on the review of the archive data but was not reproduced during the functional testing. The probable root cause for the user advisory (ua) 12 error message could be the lifeband belt clip not detected in the spool shaft and/or not fully inserted when the autopulse was powered on, likely attributed to user error. Upon visual inspection, unrelated to the reported complaint, noticed a crack on the front enclosure at the front-end area and multiple cracks on the screw well area of the bottom enclosure. The damaged parts were replaced to address the observed damages. The root cause for the observed physical damages are likely attributed to user mishandling such as a drop. The archive data indicated ua12 error messages on the customer reported event date, thus confirming the reported complaint. The customer reported ua12 error was not reproduced during the functional testing. The lifeband clip detect switch inspection was performed and verified that the switch arm is parallel with the switch block face. User advisory is a clearable error message; per the battery hangtag - advisory codes description and action, user advisory 12 indicates that the autopulse has detected that the lifeband is not properly installed. The recommended actions for this type of user advisory are: ensure that the band clip (underneath the device) is correctly seated in the drive shaft and can freely rotate after insertion. The autopulse platform failed initial functional testing due to fault 16 displayed upon powering on, unrelated to the reported complaint. During the investigation, the platform powered on without brake activation. Upon opening the bottom cover, observed rust/corrosion at the brake housing area of the drive train motor. The corrosion caused the motor's brake assembly to be seized, preventing the motor from rotating. The rust/corrosion was removed by spraying ipa (isopropyl alcohol). The brake gap inspection was performed and verified the brake gap was within the specification. In addition, performed the open case system test for approximately 5 minutes and continued spraying ipa at the brake housing to remove extra metal rust as the motor spun. Upon further review of the archive data and unrelated to the reported complaint, fault 16 (timeout moving to take-up position) and ua23 (compression will exceed three revolutions) error messages were observed. The root cause for both the errors was due to seized drive train motor brake assembly. A review of the autopulse platform archive revealed that daily checks were not performed regularly. The customer stated that the autopulse platform was stored vertically in the quick case. Performing regular daily checks and keeping the device in a location with low humidity will reduce the likelihood of corrosive damage to the drivetrain motor and prevent the brake gap from seizing. Also, no documented report was found showing that regular preventative maintenance (pm) was performed on the autopulse platform since 2012. The autopulse platform was manufactured in 2010 and is 11 years old, well past the expected service life of 5 years. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
The autopulse platform (sn (B)(4)) was deployed for resuscitating a patient in cardiac arrest. The autopulse platform displayed user advisory (ua) 12 (lifeband not present) error message after powering on. Immediately, the crew reverted to manual CPR. No consequences or impact to the patient.